Manufacturer narrative:
As per the product labeling, customers are instructed to include one replicate each of the cobas taqman negative control, the(B)(6) low (B)(6) control and the (B)(6) high (B)(6) control with each test run. If any of the controls are invalid, the customer must repeat the entire process (specimen and control preparation, amplification and detection). As reported by the customer, patient results that were generated within a test run that contained an invalid high (B)(6) control were reported. This is an off-label practice that might result in the release of erroneous, but believable, results. In addition to the labeling within the package insert, a product bulletin (no. 2009/013) was made available in october 2009 to reaffirm that test results must not be reported if the test run is invalid. Please also note that this medical device report is being submitted as per a previous recommendation from cdrh (provided to roche during a PMA inspection in sep-oct 2009) regarding reporting of off-label use/reporting invalid test results. Although this issue is being reported, this issue does not represent a product malfunction as the product labeling provides clear and sufficient instructions for performing the test. Additionally, there was no report of a death and/or serious injury as a result of the customer's off-label practice.

Event description:
A customer site released test results that were generated within an invalid cobas ampliprep / cobas taqman (B)(6) test run. Within this specific test run, the customer included two replicates of the high (B)(6) control and one of the two replicates was invalid (out of range low). As per the product labeling, the test run should have been invalidated and repeated. It is unknown whether any of the invalid test results were inaccurate and/or lead to an incorrect patient treatment decision/change.